Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material larger than the inner diameter of air/water (a/w) nozzle got into the a/w channel caused clogging. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had play with the angulation. Inspection and testing of the returned device found foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angle in the up direction was out of standard, the up/down knob had play, the nozzle had foreign objects, the bending section rubber was scratched, the adhesive on the bending section rubber was cloudy white, the adhesive around the objective lens was cloudy white, the adhesive around the light guide lens was peeled, the adhesive around the light guide lens was cloudy white, the connecting tube was dented, and the connecting tube was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
Issue was found during a diagnostic upper alimentary canal endoscopy. No delay, completed with the same device.